Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: the instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported an impella 5.5 was placed for the bipella support of a patient being evaluated for a transplant. After 2 weeks, the pump had purge pressure high alarms that prompted tissue plasmingen activator (tpa) and pump removal/replacement. The patient survived the procedure.

Manufacturer narrative:
The investigation of high purge pressure has been completed. Data logs were not available for review. Returned product was investigated, and after soaking the pump, biomaterial residue - not a clot/thrombus - was visualized inside the purge gap and in the outflow cage. There were no other visual abnormalities. The pump and returned purge cassette were connected to a console and run in a bucket. High purge pressure immediately reproduced and pump flows were saturated for the respective p-level. A window was cut in the catheter just proximal to the motor housing, and no blood ingress was noted in the purge line. The catheter was then cut in that same location, and high purge pressure resolved, isolating the blockage to the motor housing/purge gap. Though biomaterial residue was seen in the purge gap and high purge pressure reproduced, the root cause of the high purge pressure could not be determined, as data logs were not available for review to investigate the nature of the rise in purge pressure. D9 date device returned to manufacturer added.